Event description:
As reported to coloplast though not verified, the pt was implanted with mesh product. Later the pt experienced mesh exposure and pain.

Manufacturer narrative:
Although a coloplast device was cited in this report, a product name or item number was not provided. Additionally, coloplast has not been provided any corroborating evidence to verify the info contained in this report.